Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported two post implant that the r-waves have decreased since implant and are now small. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed for better r-wave sensing.